Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2013 and the mesh was implanted. It was reported that on (B)(6) 2021 there was an incidental finding of 8 mm vaginal mesh exposure which was asymptomatic. There was no injury reported. Additional information was requested.